Manufacturer narrative:
Concomitant medical products: 6725 adaptor, (B)(6) 2014, 6935m55 lead.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and low impedance. The lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.